Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic procedure to treat a bleeding ulcer, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray did not spray after activation of the device. Another hemospray device was opened to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved confirmed the report. All components were not included in the return, no catheters were returned, therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. No powder was observed within the device nozzle or on the outside of the device. When tested as returned the device did not spray. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). When tested with a new co2 cartridge and activation knob, the device released powder intermittently. Despite a lack of powder being released, co2 can be heard exiting the device nozzle during button presses consistently. Lightly shaking the device to attempt addressing any voids in the powder chamber improved but did not alleviate the intermittent spraying. The handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. A small amount of powder was noted within the powder chamber top peg which connects to the front tube. No powder was present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's center downtube, cannula, and diffuser plate found them to be clear. The low pressure valve was disassembled and evaluated. All the internal components were intact. A small amount of powder was observed around the base of the activation button and around the orange o-ring inside the valve. It is believed the difficulty observed was likely related to aforementioned voids in the powder chamber, as shaking lightly did provide some improvement. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the laboratory evaluation of the returned device confirmed the report. The root cause for the report of unable to spray is most likely voids forming within the powder as powder was released, creating empty spaces in the chamber which disrupted the flow of powder. Additionally, catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because no catheters were returned for evaluation. The question responses indicated that the user tested the device prior to use. The instructions for use state the following: "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicated that the user tested the device prior to use. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.